Event description:
Boston scientific received information that the transvenous right ventricular (rv) lead in association with this pulse generator did exhibit noise oversensing leading to pacemaker inhibition that may have exceeded greater than 2 seconds. The pacemaker inhibition did adversely impact the patient who described feeling lightheadedness and dizziness.

Manufacturer narrative:
Troubleshooting could not identify the source of noice. Further troubleshooting was to be done. To date, information suggests that these medical devices remain actively in service.